Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).

Event description:
The following information was reported: the balloon lost pressure at the 2nd stop (arteriotomy). A hematoma of 6 cm or less formed. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was resistance while pulling back. Procedure type: intervention periphery sheath size: 6f stick location: medium.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4).